Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and skin irritation from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer stated that she treated the low blood glucose readings with soda. The customer also stated that she had continuous glucose monitor the last couple weeks and used tegaderm. The customer stated that she broke out in hives because the tape was not sticking enough. The customer was advised to speak to her health care provider regarding her irritation and alternative sites.